Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the pt was life-flighted to the hospital in unstable condition with a bp in the 60s. The pt was taken directly to the or for emergent repair. A non-contrast CT was performed revealing that the proximal aortic neck measured 39 mm to 30 mm in diameter with a length of 10-15mm. Intra-op arteriogram revealed a large contrast extravasation on the right lateral wall. A talent bifurcated stent graft was deployed within 1 mm of the lowest renal artery. The left contralateral limb was extended with a talent iliac limb stent graft and then a talent iliac limb stent graft flared limb to just above the left hypogastric artery. The bifurcated stent graft on the right side was extended with an aneurx stent graft flared limb. A reliant was used to balloon the entire graft. Repeat arteriogram revealed possible type 1 endoleak, and modeled again with the reliant balloon. The leak improved and physicians determined it to be type IV endoleak. At this time, patient's pressure improved to the 110/70 range. Blood and platelets were given throughout the procedure. It was reported that the pt did not produce urine throughout his entire stay and the pt expired which was reported as multi organ system failure. No autopsy is planned. No further info has been provided. (MFR # 2953200-2010-01622 and MFR # 2953200-2010-01623).

Event description:
A caregiver (cg) of a home patient contacted the technical service representative (tsr) requesting assistance to bypass initial drain on the homechoice (hc) machine during initial drain. The cg stated that the home patient (hp) was getting on the hc machine empty, as the hp was drained earlier that day prior to surgery. The cg wanted to bypass to fill 1. The tsr assisted the in bypassing initial drain. On (B) (6) 2010, during a follow up phone call to the nurse regarding the surgery, it was revealed that the hp had pre-existing heart related issues. The hp was hospitalized on (B) (6) 2010 due to heart issue and was discharged on (B) (6) 2010. The nurse stated that the heart related issues and the hospitalization were unrelated to the hc cycler or the peritoneal dialysis (pd) therapy. Upon inquiring about the hp now, the nurse revealed that hp is on back-up hemodialysis. The nurse elaborated that hp had an infection and is on hemodialysis temporarily. The nurse reported that the hp was diagnosed with peritonitis on (B) (6) 2010. The hp presented with abdominal pain and cloudy effluent to the emergency room (ER) on (B) (6) 2010. The hp was diagnosed with peritonitis on (B) (6) 2010. The patient had and an exit site/tunnel infection. The pd effluent was analyzed at the ER on (B) (6) 2010, but the nurse did not have access to the test results. The pd effluent culture revealed (B) (6). Per nurse, the cause of peritonitis was touch contamination, but the nurse stated that the hp did not remember where she might have touched. The nurse stated that the hp was given antibiotics (unknown) to treat the peritonitis and the hp recovered from the event of peritonitis. The nurse confirmed that the hp is doing fine and continuing therapy. The nurse added that the catheter had been pulled as part of the treatment of this peritonitis event, and would be replaced soon. Per nurse, peritonitis was not related to any of the baxter pd solutions or devices the patient had been using. No allegations were made against any of the hp?s dialysis products. Additional information is not anticipated.

Manufacturer narrative:
(B) (4). As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). The most probable root cause for this event of peritonitis is touch contamination, as identified by the patient's nurse in the complaint file. Such failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. Product batch information is not available; therefore no batch review was completed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor these products for adverse trends and will take corrective/preventive action as appropriate.

Event description:
A customer's family reported the customer did not receive the replacement of their lost meter on time and as a result of being unable to test, experienced a medical incident. The customer reportedly lost consciousness and fell on the floor. The paramedics were called, checked customer's blood glucose level and transported her to a health care facility where customer was diagnosed with hypoglycemia. The customer reportedly had an x-ray and blood work done, however, the caller was unable to provide the information with regards to the treatment rendered at the hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B)(4).